Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Implant detect status is still on, on (B)(6) 2015. Implant date was (B)(6) 2015. Programmed to vvi mode and cannot sense atrial activity. (B)(4).

Event description:
It was reported that two weeks after implant of the implantable pulse generator (ipg) implant detection was still on although old atrial and ventricular leads were connected and the impedance during follow-up was within range. It was noted that the implant detect only operates if the polarity can be determined within five minutes after implant and confirmed after thirty minutes. The ipg was programmed to the vvi mode and cannot sense any atrial activity. When programming to vvi mode the implant detection feature will be halted. In vvi mode the atrial leads cannot be checked anymore -therefore- not allowing implant detect to complete. Implant detection was switched to off and no further actions were required. No patient complications have been reported as a result of this event.